Event description:
It was reported that on (B)(6) 2023, a 21mm navitor valve was selected for implant using large flexnav delivery system. Ting beneath the aortic annular plane in the interventricular septum. During the procedure, balloon aortic valvuloplasty (bav) was done and 2 resheaths was performed due to non uniform expansion of the left coronary cusp (lcc). During the second attempt to implant the device, the patient developed a left bundle branch block requiring a micra pacer implant. The device was finally implanted with a depth of 4mm. The patient is stable

Manufacturer narrative:
An event of positioning issues and heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on all available information, the heart block appears to be related to procedural conditions. A cause for the reported positioning issues could not be conclusively determined.

Manufacturer narrative:
Complaint downgraded to a non-complaint. No device issues noted. Reported device changed code changed from 3009 positioning problem to no apparent adverse event 3189 as three or less resheaths is allowed when during implant. There was no reported malfunction with the device and no adverse patient effects. There is nothing in the information provided that meets any part of the definition for a complaint.. H3 other text : complaint downgraded to non complaint.

Event description:
It was reported that on 31 october 2023, a 21mm navitor valve was selected for implant using large flexnav delivery system. Ting beneath the aortic annular plane in the interventricular septum. During the procedure, balloon aortic valvuloplasty (bav) was done and 2 resheaths was performed due to non uniform expansion of the left coronary cusp (lcc). During the second attempt to implant the device, the patient developed a left bundle branch block requiring a micra pacer implant. The device was finally implanted with a depth of 4mm. The patient is stable.